Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the natural nail cm lag screw reamer confirms that the cutting tip of the reamer fractured off. It has also been noted that the teeth is worn out and there are also scuffs on the surface of the device. Review of the device history record did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. The lot was manufactured on (B)(6) 2012 and therefore had been in the field for more than 2 years 7 months. It is unknown how many times the device had been used during that time. This device is used for treatment. It is possible that the reamer contacted the nail during the surgical technique, causing the tip of the reamer to fracture; however this cannot be confirmed. A definite root cause for the issue cannot be determined with the information provided.

Event description:
It is reported that the patient underwent left hip replacement surgery. During the use of the lag screw reamer, the tip of the reamer and fragments broke off and imbedded in the patient's bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.